Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 16mm amplatzer septal occluder was selected for implant. While deploying the device the distal disc became deformed, with the marker band bending inward toward the disc. Due to the deformation, re-sheathing of the device was difficult. The device was exchanged for a new 16mm amplatzer septal occluder (lot number: unknown), which was implanted without issue. No patient consequences were reported. The site noted a misalignment between the marker band and the end screw of the initial device while examining it post-procedure. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
08/21/1996 mjr ¿ supplemental report needed to address analysis. The 16mm amplatzer septal occluder was received in the product performance engineering lab in a shipping container and was decontaminated. Upon initial inspection, the device was grossly examined and there were no visible anomalies noted, including no device deformation. Microscopic examination confirmed no anomalies were found. The device was loaded into a test 7f loader and deployed and retracted without difficulty or deformation, under non-physiological conditions. Three photos of an occluder were received from the field. Two photos appeared to show the distal disc of the device deployed in the patient in a linear conformation. Per the site the photo showed that "when the aso was attempted to be re-sheathed, the left disc became flattened at the tip of the sheath which is usually supposed to transform like a droplet then to be easily re-sheathed. This deformation made the aso re-sheathed difficult." The third photo showed an occluder deployed in the patient which had deformed in a "cup" conformation.